Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9079937. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-20. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle clog, bending during use pe & difficult/unable to operate on lot # 9079937. Unable to perform complaint lot history check due to an unknown lot number for needle clog, bending dur. Use pe & diff/unable to op. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 90 CT. The following information was provided by the initial reporter, " item 320883, lot # 9079937 found several not to work along with 3 other boxes unknown lot number on the other 3. Consumer discarded the items in question. But said out of the 4 boxes total of 150 did not work call was transferred from (B)(6). Rep stayed on the line during call. Consumer was very hard to speak with. Sending 2 replacement voucher for him to redeem at his local (B)(6) pharmacy. Had to end call with consumer he had an appointment to attend to. ***update called this consumer back he was able to speak with me better at this time. 4pm 08/13/2019. Using bd pen needles with humalog and lantus pens. Finding during the flow check pen needles will not prime. Changes the needle and the flow check works. Consumer also noted at times see the patient end to be bent. Also feels the non patient end to make a pop noise when placing onto the pen. This noise when heard tells him the flow check will not work. Discarded the items in question sending 2 replacement boxes to his local (B)(6) pharmacy."